Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2015 due to elevated metal ion levels and pain. During the procedure, black soft tissue was noted. The acetabular cup, modular head and taper adapter were removed and replaced with a biomet head and a competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01978 & 01980).

Manufacturer narrative:
Concomitant medical product(s): - biomet m2a taper adapter, catalog#: 139254, lot#: 427380; biomet femoral stem, catalog#: 13-103209, lot#: 82188.

Event description:
It was reported that patient underwent left total hip revision procedure approximately eight years post-implantation due to elevated metal ion levels, metal wear and pain. During the procedure, black soft tissue and fluid, osteolytic lesions and adverse tissue reaction were noted. The acetabular cup, modular head and taper adapter were removed and replaced with a biomet head and a legacy zimmer cup and liner.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.